Event description:
Catheter was placed w/o difficulty. However, wire began to unravel upon removal. As a result, catheter & wire were removed simutaneously as a unit. At this point, clinician noticed wire had separated into 2 parts; one piece retained in catheter & one piece retained in vessel. Portion retained in patient was removed percutaneously. There were no associated patient complications reported.